Event description:
Improper packaging that could result in patient harm. The outer packaging contains one lot number on the outside sticker that goes onto patient files and medical records. The lot number of the enclosed medications and device are different lot numbers and expiration dates than on the front packaging. When the package is opened in preparation for use, it is difficult to identify which original package the medication and device belong to, so it's hard to keep accurate records. More than one package is open at a time when the procedure is being performed. Also, it would make patient tracking difficult, in the event of a recall.====================== health professional's impression======================na - potential patient safety issue.